Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2db9h, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. . It was reported that with the permanent implant they got good results for about two weeks and then suddenly overnight they felt stimulation was too high where they were "screeching" and stated due to this they had to decrease stimulation. Patient (pt) stated they were on program 4, 2.2 volts and had to decrease to 1.7 v and 1.6 v to get stimulation comfortable. Pt also reported had a return of symptoms and reported feeling stimulation in a different location. Pt stated they had an appointment with np that checked pt's implant for 1 month checkup and stated they interrogated pt's implant and went through every program, but didn't find anything wrong. Pt stated np put pt back on program 4, 2.2v and had changed the "band width to 300 so it would fire off a little more often" (agent not clear what pt was referring to by this), but pt reported that they could barely drive home with this setting because it was so uncomfortable. Pt stated with this same program it was not "hitting" in the same location. Pt clarified initially they were feeling stimulation straight down on right side of pelvic floor, but reported now feeling stimulation in rectal area. Agent reviewed stimulation expectations of bike seat area. Pt stated they are feeling stim in both bike seat area and higher in rectal area than that. Reviewed role of ps and redirected pt to hcp to further discuss symptoms and check implant. Pt denied any recent trauma or falls. Pt stated they've had an x-ray that didn't show the leads had "significantly moved". Pt stated baseline x-ray was done under fluoroscopy so pt stated they thought if the lead had even moved a little they wouldn't feel stimulation in the same area. Pt stated they have appt. With np tomorrow and np is going to "take off that 300" and get pt back to previous band width. Reviewed therapy overview. Recommended pt decrease stimulation if still feeling uncomfortable. Pt confirmed decreased stim to a level that's comfortable for pt. Pt stated they worked with rep that went through pt's programs again and informed pt what program they should be on and switched pt to program 5. Pt reported they had diarrhea following that on program 5. Reviewed role of ps and redirected pt to hcp to further discuss symptoms and therapy. Agent had a difficult time following pt throughout call. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2db9h, implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They requested confirmation they were powering down their external handset correctly. They had told the manufacturer representative they started powering down the handset when they were done using it after they got tired of recharging it every two days, and had called the manufacturer help line about how to use it. The patient stated the manufacturer representative insisted that practice was incorrect; that if they powered down their handset they were actually "turning off the generator" (turning stimulation off) and they were incorrect in how they were using the equipment. The manufacturer help line confirmed powering down the handset between uses was actually fine to do, and that it did not turn stimulation off. Steps were reviewed to turn stimulation off. An email with a video link and quick guide was offered and sent. They also re-reported they had done well on the trial and got the permanent one, and then all of a sudden, stimulation changed. They could not tolerate the number, plus the location of stimulation sensation changed, and their symptoms came back. The doctor took an x-ray and said the lead had not moved significantly. The patient noted they went back last week and met with the nurse and the manufacturer representative, who put in three custom programs. They had tried "a" for a week and did not notice improvement. They planned to continue working with the nurse practitioner and to try the other programs for a week as well.